Event description:
On (B)(6) 2011, customer reported that the lh 780 instrument was spraying diluent and blood from the primary aspiration needle. Customer stated that there was an odor of what was believed to be hematology waste when the instrument was operating. The source of the smell could not be isolated. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and could not duplicate the problem upon arrival, but observed evidence of the leak under the bellows. The drain pathway from the bellows to the waste chamber and diff waste chamber was bleached and the vl57a pilot actuator was replaced. The repair was verified per established procedures.

Manufacturer narrative:
(B)(4).